Event description:
Used multiple fox hollow atherectomy devices; excised a significant amount of plaque. However, still between mile marker 32 and 36 there remained residual plaque burden. This was treated with yet a last and new insertion of an atherectomy device. The physician noted that when this was done, he had caused a perforation and/or unusual dilatation. Soft balloon angioplasty was performed with a 5.0 mm balloon, but because there was remaining unusual dilatation, he elected to place a viabahn covered stent. This went without complication.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Multiple devices were used, the device information was not reported.